Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition could not be confirmed or duplicated. The assignable cause is unknown at this time.

Event description:
The facility representative contacted baxter (B)(4) on 23 march 2010 report that on (B)(6) 2010, a colleague infusion pump was involved in an over infusion incident. At the time of the problem, the device was used to deliver an as yet unknown fluid to an unidentified patient. The complainant reports that a pump delivered a 3 hour infusion in 45 minutes. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is 5.07.there is no further complaint information available.